Event description:
An (B)(6) male patient contacted zoll customer support to report a service code 204. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the trunk cable of the electrode belt was not communicating. The cause of the communication problem was due to a broken internal wire of the trunk cable which prevented the distribution node (dn) and monitor from communicating. The root cause of the damaged cable cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective trunk cable. The patient received a replacement electrode belt.